Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use. During the 24 hour duration test, the pump emitted a call service 088 alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient was unsure that the pump was delivering the amount of insulin as intended. The patient¿s blood glucose level had been in the 300mg/dl range with no reported symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.